Event description:
Information received by medtronic indicated that the customer experienced low blood glucose due to the absence of an alarm. Troubleshooting was performed for the reported events. The reported low blood glucose value at the time of the incident was 2.8 mmol/l. The customer was treated using food. It was reported that the insulin pump had not alerted on lows at all since a week before the call, until then all worked well. The battery was replaced and as a result of the malfunction user experienced serious low blood glucose. The customer stated that the beep was missing entirely and that the new battery did not restore normal pump function. The customer also called to perform a high-pressure test after high blood glucose and the absence of flow-blocked alarms. The insulin pump passed the test but had also lost alarm sounds. No further patient complications were reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) and insulin no delivery/no delivery alarm noted 1 week prior to the event date 07-mar-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Pump beeping properly during testing. No ¿no delivery alarm¿ during testing. The insulin flow blocked/no delivery alarm functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.8 mv). In summary, pump passed all required testing. Unable to verify customer alleged for low bg and high bg. The force sensor is within specification. Customer alleged for lost alarm sounds, absence of flow blocked alarms, no delivery/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.